Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was not treat yet. Customer's current blood glucose was 444 mg/dl. Customer declined to perform the high pressure test. The customer was explained the 2 high blood glucose rule. The customer stated that she just changed set and figured out the issue with high blood glucose was due to the way she was using the bolus wizard. Customer was advised the proper way of using the bolus wizard and monitor the issue.